Event description:
It was reported that there was ¿some sort of issue¿ with the adaptive stimulation. It was noted the patient lost their patient programmer about a month ago. The reporter stated that without the implantable neurostimulator (ins) they could not walk and they were completely paralyzed without the ins. The reporter further stated they had a lot of nerve damage. It was noted the patient fell last friday. It was further noted the patient¿s left side was dragging and not responding to stimulation as they would like. It was noted the patient was supposed to meet with a manufacturing representative on the day of this report. Additional information received reported the patient has an appointment with a healthcare professional on (B)(6) 2013. It was further reported the patient received a new programmer and could adjust stimulation appropriately at time of report. It was stated there were high impedances on all contacts on the lead associated with the left side. It was noted the patient was going to be scheduled for a possible revision, but a date was not available at time of report. It was further reported therapy for the right side was great, but was unable to get coverage on the left side at time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3776-4,5 serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).